Event description:
Alleged issue: one clip was applied to the vessel and it slipped off after it was applied. This resulted in bleeding and required surgery. The bleeding was stopped by stitching with sutures. No additional intervention was required. The pt is stable and recovering.

Manufacturer narrative:
Qn# (B)(4). A device history record (DHR) review did not show issues related to complaint. The device sample has been returned to the MFR, however, the investigation results have not been submitted at the time of this report. The MFR will continue to monitor and trend relating complaints.